Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. In addition, multiple intermittent occlusion alarms occurred. The customer's blood glucose level was approximately mg/dl. Reportedly, the customer cleared the alarms and continued to use the pump for insulin therapy